Event description:
It was reported that the right ventricular lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing high resistance/impedance, where the weekly pacing measurement log data shows high impedance for min and max v.pace= 4960 to 6944 ohms range between (B)(6) 2009 and (B)(6) 2011.